Event description:
The customer called and reported that emergency medical services were called when he was asleep and went into convulsions. The customer gave him a shot and called paramedics. When paramedics arrived, his blood glucose was 27 mg/dl and he was treated with liquid glucose. Customer was stabilized and he refused to go to the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.